Event description:
Additional information received indicated that the customer's blood glucose level was not impacted when the temperature alarm occurred.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received two temperature alarms. The impact to the customer's blood glucose level was not known. The contact indicated that manual insulin injections would be used to manage diabetes.